Event description:
It was reported a leakage of the "border". Device deficiency caused no adverse event. The wound dressing did not bind the exudate in an expected way so it ran out of the border at about the mid face. It was expected that agb would suck up the exudate and become brown or yellow from the outside, but this nearly never happened, since it simply did not bind the exudate. However, a real leakage only was found on may 15.

Manufacturer narrative:
H10: we have now concluded our investigation into this complaint. A batch history review could not be carried out as no records existed for the lot number/ part number combination provided. Therefore a database of the allevyn gentle border product family was reviewed and there was no raw material, methods of manufacture or manufacturing equipment changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reactions. Our clinical team carried out an investigation and concluded: ¿a conclusion cannot be made if this is a failure of the dressing or if patient circumstances resulted in higher volumes of effusion that required absorption immediately which may have caused failure, as per the allevyn gentle border instructions for use. The patient impact regarding the complaint of leakage was addressed as resolved. These issues could have been impacted by shipping or storage. No further impact to the patient is anticipated as a result of this issue based on the details provided.¿ as the sample had been used it could not be returned for evaluation. However, images provided confirmed a potential failure mode of absorbency issues. This investigation could not identify issues with materials or the manufacturing process that may have led or contributed to the reported issue. The cause of the failure mode remains inconclusive. This complaint issue will be recorded and monitored for adverse trends.

Event description:
It was reported a leakage of the "border". Device deficiency caused no adverse event.